Event description:
Caller tested 3.5 inr on coaguchek xs system while a comparison lab returned as 2.28 inr. No treatment information provided. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.